Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue; however during an evaluation of the electronic patient data, the reported issue was verified to have occurred.  Physio replaced the battery connector pins as a precaution and then proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power two times during a patient event.  There was no additional information provided by the customer regarding the event or the patient.  There was no report of any adverse outcome of the patient.